Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (2 gram loading dose then after the fifth day, 2 gram every day with night exchange, duration not reported) and ceftazidime (1 gram loading dose then after the fifth day, 1 gram every day with night exchange, duration not reported) for the event of peritonitis. At the time of this report, the patient outcome of this peritonitis event was not reported. The action taken with dianeal therapies was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient¿s peritoneal dialysis effluent was clear, the patient was recovered from peritonitis and was reportedly doing well. Should additional relevant information become available, a supplemental report will be submitted.